Event description:
The device has been accidentally taken off provoking peritonitis. An urgent surgical intervention was required. The physician has commented that the incident was caused by the internal bolster considered too small and soft.